Event description:
It was reported that following insertion of the synfix cage into the disc space the threaded tip of the implant holder broke off in the cage. This occurred as the surgeon was disengaging the holder from the implanted cage as per the surgical technique. The cage with the tip now lodged within was subsequently taken out of the patient and replaced with a new synfix cage. Only the tip of threaded implant holder was damaged. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.